Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. Study coordinator stated that the patient had a hypoglycemic event. Patient's glucometer displayed blood glucose value of less than 20mg/dl, which was verified with a sample sent to the central lab. The continuous glucose monitor (cgm) indicated that the patient was at 108mg/dl at the time of the event and did not alarm for low glucose prior. Patient was administered 2 dextrose 10% boluses. At the time of contact, the patient remained in the intensive care unit and was continuing to improve from respiratory failure. The patient was on full feeds and had not had any further hypoglycemic events. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
A receiver (part number stk-gl-iuo/serial number (B)(4)/lot number 5204945) was received for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event. A root cause could not be determined. Additionally, a transmitter (part number stt-gl-005/serial number (B)(4)/lot number 5203754) was also returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of inaccuracies was not confirmed with the returned transmitter. A root cause could not be determined.